Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and paramedics visit. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide; model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112. Advised: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114. Advised: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4) (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: (B)(4) (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The patient reported that the paramedics were called due to low blood glucose levels (exact bg levels were not provided) and upon their arrival they treated him with a glucagon injection.